Event description:
It was reported that cartridge did not fully snap into pump, and initial attempt to reload cartridge on pump was not successful. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge under guidance from technical support, cleaned pneumatic tap area, filled new cartridge, and successfully completed load process on pump, after which insulin delivery was resumed.